Manufacturer narrative:
E: (B)(6). Institution phone: (B)(6). Reporter phone:(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error code. There was no patient involvement when the issue occurred. There was no delay in therapy reported. No patient or user harm reported. Investigation ongoing / resolution pending.

Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that a "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log. The se reported that the central processing unit (cpu) board was replaced as recurrence preventive measure. Periodic maintenance was performed and no other malfunctions were found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.